Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting the device removed as "really has not worked" since "very early on". Patient could not clarify if implant date is event date but reports was around then. Patient reported they were  getting botox injections and that seems to be working. Patient inquired about side lead was implanted on. No further action was taken by patient services.